Event description:
It was reported the patient presented with an insertable cardiac monitor (icm) that exhibited pre-mature battery depletion. The insertable cardiac monitor (icm) was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received with no telemetry at end of service (eos). Analysis performed on the session records indicated device performed normally. The implant duration meets the projected longevity indicating normal battery depletion.